Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification, as a result the touchscreen was replaced. It was also noted that there were errors in the software update history, and the paper tray was damaged. (B)(4).

Event description:
It was reported that the touchscreen was faulty. The programmer was returned for servicing. There was no patient involvement.